Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection identified that door was damaged. The cause of the damage was not determined. To correct the condition, the pump head door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.